Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest.   The device was started up at 11:59:03 on (B)(6) 2022. From 13:17:39 to 14:09:06 on (B)(6) 2022, an arrhythmia was detected ten times. ECG shows vt from 180-150 bpm with motion artifact and varying amplitudes. The rhythm then transitions to sinus tachycardia @ 100 bpm with hb and CPR/motion artifact. The device properly detected vt. However, motion artifact, varying amplitudes, heart rate at or below the threshold for treatment, and rb use prevented the lifevest from treating the patient. The electrode belt was disconnected at 14:09:08 on (B)(6) 2022. Per holter monitor the patient was in sinus tachycardia @ 140 bpm with pvc¿s. The rhythm then transitions to svt @ 150 bpm with pvc¿s. The rhythm then degrades to vt @ 180 bpm with varying amplitudes. The rhythm then slows to vt @ 150 bpm slowing to vt @ 100 bpm with motion artifact. The rhythm then transitions to af @ 90 bpm. The rhythm then degrades to vt from 110-180 bpm with motion artifact and varying amplitudes. The rhythm then slows to vt from 150-110 bpm slowing to af @ 110 bpm. The rhythm then slows to an idioventricular rhythm from 50-40 bpm. Lastly, the patient was last seen in sinus tachycardia @ 100 bpm with hb and CPR/motion artifact. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.